Event description:
It was reported that the procedure was cancelled. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the image was lost. The procedure was not completed due to this event and was rescheduled. No patient injury was reported.